Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was every day patient used 30% of the battery during the day and by 7pm by 8pm the battery goes down to 40%, sometimes to 30%. Pt said the issue started a while ago, pt was not sure but thought the issue started in 2024. The other night the implant was in the red flashing, was out completely. The issue has been going on for a while. Pt mentioned that one month pt had it on but when they checked it they said you did not have the stim on. But pt had it on the whole month. Patient used it every day and turned stim on in the morning and off at night. But lately it had been going down to 40% quite a bit. They tried to put pt on cycling. Pt then said they just talked to one of the nurses in the rehab, who said pt had more back issues and pt might need injection in the spine. Pt was there a couple of days ago, pt thinks yesterday, and the representative said to try the cycling programming and call patient services. Pt said they put that 'surge' on yesterday and they only used 10% on the battery. Pt then reported they could not even feel their legs and the device was the worst thing they had ever done. If pt turns stim off it has the same effect as when pt had stim on. Reviewed frequency depends on usage and settings and any reprogramming to get better therapy results needs to be done by the rep. The patient was redirected to their healthcare provider to further address the issue.